Event description:
Our country representative for (B)(6) reported that they had a (B)(4) handheld computer containing (B)(4) software that was displaying a sql error. Good faith attempts are underway to have the handheld returned to the manufacturer for product analysis.